Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the catheter balloon was noticeably difficult to deflate. The balloon was dissected to find the inflation notch was not completely perforated. This is out of specification per inspection procedure which states, verify that the eye punches are complete and notch according to the applicable drawing. The root cause for this failure is the failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher, no preventive maintenance to verify the correct functionality of the puncher knife, lifetime for knife and replacement control, correct positioning of the shaft into the punching machine, manufacturing procedure does not address visual aids as support for production operators, and detection/control method is not enough for failure detection. The device history record and labeling review was not performed as the complaint was addressed by existing CAPA. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to deflate during pretest. The syringe was left in for a while and water was drained out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate during pretest. The syringe was left in for a while and water was drained out.